Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr. Deivce. The device was inserted and deployed without problems. When the operator went to park the foot prior to removing the device, the foot would not return to the proper position. The device was removed with the foot open and a femstop used to achieve hemostasis. The pt recovered without incident. The decision to report this was made after a review of recent complaints showed that failure of the foot to park completely has lead to surgery in several cases that were reported subsequent to this event.